Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly and no damage on the keypad assembly noted. No button error alarm observed. Inspected the connector on lcd and no unlock keypad connector found. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm and a crack on the screen of the insulin pump. Customer stated that he works outside and the insulin pump might be exposed to moisture from the sweat. Customer's current blood glucose reading is 150 mg/dl. No further information reported.